Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, she had intense abdominal pain. An abdominal radiography was performed and an abdominal perforation was ruled out. A great amount of air in gastric area and gut was found. She was prescribed for an absolute diet, antibiotic augmentin and enemas for stool deposition. Pain control with paracetamol and enantyum. The gastroenterologist visited her and he saw that she had a stoma infection. She continued to experience abdominal pain related to the air insufflated by the endoscopy. The antibiotic augmentin was changed to fluvoxamine.